Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed nor reproduced. A further cause of the suggested phenomenon, therefore, could not be surmised. The instruction manual contains a warning to the user regarding this event: do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. Do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. Do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The subject device was manufactured on november, 2023 based on the provided three digit lot information.

Event description:
It was reported that the long clip could not be fired or with difficulties. The issue occurred during an unspecified procedure. The intended procedure was completed with a similar device, with no delay. There were no reports of patient harm.